Event description:
The right atrial lead was returned with no information, analyzed and subsequently tested out of specification. Information was received indicating the lead had been removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed and found the outer insulation breached, environmental stress crack (esc). All conductors had blood/body fluid (not obstructed), the inner insulation had cosmetic metal induced oxidation (mio), outer insulation had cosmetic esc, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.